Event description:
During removal of lifeport, physician discovered it was broken into two pieces. One piece was removed and pt was transferred to another hosp in order to remove second piece.

Event description:
During removal of lifeport, physician discovered it was broken into two pieces. One piece was removed and pt was transferred to another hosp in order to remove second piece.